Manufacturer narrative:
Device lot number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the frazier suction instrument became damaged. The site representative was not aware of the how the instrument became damaged. There was no patient present when this issue was observed.